Manufacturer narrative:
Correction to section e: the initial reporter's address has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said their stimulator showed eos (end of service) and they were scheduled to get a new battery put in on december 3rd. Patient said their doctor wanted them to get an MRI of their spine because they had been having so much discomfort and nothing was helping them, so the doctor wants to see what is causing it. Agent asked if the discomfort was what the stimulator was put in to help with, patient said the stimulation was put in to help that, but prior to getting eos, patient said they weren't getting anyrelief. Agent asked event date, patient said they didn't know but said the stimulator had not been working for about a year or more. Patient was wondering if they could have an MRI with their device showing eos. Agent reviewed MRI information and the patient was redirected to their healthcare provider to further address the issue and to ask about MRI eligibility form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.